Event description:
The customer reported obtaining erroneous hemoglobin (hgb) results in the coulter lh 750 hematology analyzer. The customer stated the erroneous results were recovered for a single sample run on the analyzer compared to results from the sample redraw and rerun on the same instrument which were considered correct. Erroneous results were reported out of the laboratory. There was no reported exposure to mucous membranes or open wounds. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse discovered a contained fluid leak from the blood sampling valve (bsv) due to loose and misaligned probe wipe waste block. The fse replaced the bsv shaft and knob. The fse retightened and realigned the probe wipe waste block to the actuator cylinder that moves towards manual probe tip for backwashing. The fse replaced radio frequency (rf) preamp to resolve issues with high coefficient of variations (cvs) on latron conductivity. The fse verified the instrument and the instrument was returned to normal operation. Data provided by the customer was submitted for review. The printouts indicated that the initial sample recovered higher results for hemoglobin (hgb), red blood cell (rbc) and hematocrit (hct) parameters and lower for white blood cell (wbc) and platelet (plt) results, along with instrument generated flags for hgb, rbc, hct, plt and related indices, compared to rerun results, which the customer reported out as correct.